Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No further patient information was provided by the customer. The field service representative (fsr) inspected the instrument and found crystals in the solenoid valve of the trigger solution. The valve, manifold kit was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the valve, manifold kit did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the valve, manifold kit or the architect i2000sr processing module for serial (B)(4) was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = 13892.62 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.